Manufacturer narrative:
This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter compared to the laboratory result. The laboratory method was neoplastine stago ci + car max. The meter serial number was not provided. The result from the meter was 5.1 inr and the result from the laboratory was 3.32 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2 - 3 inr. Corresponding retention test strips (lot 294944) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The corresponding retention material complies with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.